Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with chronic heart failure exacerbation, shortness of breath, chest pain, and blurry vision. A head computed tomography scan was performed with revealed acute ischemic supratentorial and infratentorial infarcts. There were no changes in treatment, no left ventricular assist device (lvad) issues and the lvad operated as intended. The clinician noted that the patient had subarachnoid hemorrhage workup prior to lvad implant. There were no deficits due to this event. The patient symptoms were resolved under observation without intervention or change in treatment. The patient was discharged home in stable condition after symptoms resolved (B)(6) 2024. The continued plan of care was to monitor outpatient on an ongoing basis.

Manufacturer narrative:
B2 - outcomes attributed to adverse: correction manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ischemic stroke and chronic heart failure exacerbation could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.